Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's father reported via phone call that the customer was getting sick and ended up being hospitalized the past week. Blood glucose at the time of admission was 500 mg/dl. Father also reported that 2 days prior to calling, the customer had high blood glucose in the 700 mg/dl range and ketones. They changed the site and corrected with and injection. The customer also had her blood glucose go from 160 mg/dl to 90 mg/dl; they treated and went to 150 mg/dl but then again down to 70 mg/dl and the insulin pump suspended. Last set change was on (B)(6) 2015 and customer was disconnected during prime. It was stated that the device was not exposed to a magnetic field and the settings and bolus history were accurate. They uploaded to carelink and found a delivery anomaly 3 days prior to the call. Current blood glucose was 214 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and returned for analysis.